Manufacturer narrative:
Olympus received one used sd-240u-25 device with lot number 27-v and six unopened devices of sd-240u-25 with lot number v2712. The evaluation of the device was limited to visual inspection as excessive blood stains or biomaterial was observed throughout the device. Additionally, the handle was missing, the operating wire was frayed, the tube was kinked, and the loop wire at the distal end was bent. The device was forwarded to the OEM for evaluation. The OEM analysis concluded that the most likely cause of the reported event is due to the polyp size being too large and the snare was unable to be properly positioned for resection.

Event description:
Oca undertook a retrospective review of its MDR files for the period of january 2005 to april 2015. Based upon this review, we are submitting this MDR to separately account for each of the two devices involved in this event. Olympus was informed that during a polypectomy procedure for the first snare folded upon itself and could not be removed from the polyp. As a result, the snare was cut by the handle, and the endoscope was withdrawn from the patient. The endoscope was reinserted and a second snare was inserted to remove the first snare. The second snare and the endoscope were then withdrawn from the patient. The patient was transported to another facility for surgical removal of the first snare. Olympus followed-up with the facility via phone and in writing to obtain additional information with no further details provided. Please cross reference MFR. Report numbers: 8010047-2013-00377 to account for the other device as referenced in the original report. The following report will be supplemented to cross reference the other device associated complaint: 8010047-2013-00377.